Manufacturer narrative:
A ge service rep performed an onsite investigation. The tube was repaired and the boards were reseated. No pt injury was reported.

Event description:
The customer reported that the system had no communication between the c-arm and the monitors. No pt injury was reported.